Event description:
Bioglue surgical adhesive (bg3502 5-g, lot 5sgw014), according to the report, was utilized to resolve a pleura hole of an pat following a vertebral expansion procedure, which was indicated for severe scoliosis. Accoring to the report, the patient's history indicated an allergy to milk, which involves hives, a peri-oral rash, as well as respiratory difficulties. The patient was also noted to have a possible soy allergy in addition to a request for latex avoidance. Since the primary anesthetic was propofol, which contains soybean oil, the anesthesiologist was already watchful for signs of reaction. Following bioglue application, the patient reportedly developed an anaphylactic response necessitating treatment by epinephrine infusion. Subsequent to reading IFU included in the bioglue packaging, the surgical staff noted noted the product's contraindication ofr patients with bovine sensitivity. Following several days of treatment, including steroid and antihistamine administration, the patient was discharged with no further complications to date; however, an allergist consultantion following the incident recommended that the patient eat only well cooked beef and avoid all other bovien products. As such, an investigation has been initiated and the results are discussed below. A quality review indicates that this lot met all physical, microbiological, and chemical specifications at the time of manufacture. A medical review of the available records also indicates that it was possible, due to the sequence of events, that the patient experienced an anaphylactic response to bioglue; however, with the available information, no specific conclusions can be made as to the patient's outcome. Additionally, the IFU specifically contraindicates bioglue as "not for patients with known sensitivity to materials of bovine origin".